Manufacturer narrative:
We have now completed our investigation into the reported complaint. The returned pump was passed to our pico experts so a thorough technical analysis could be carried out to help to identify if there were any problems with the pump and/or what could have caused the reason for the complaint. Our pico experts have provided a report of the analysis undertaken, this confirmed that the device was tested prior to being disassembled for assessment: the device performed as expected without issue. It was reported that the leak indicator light was illuminated on the pump even though the wound was flat and the dressing was compressed. There are various other causes of air leaks. It is important to ensure that the port is adhered to the dressing correctly, the connector is properly secured to the pump and the tubing is not folded over which could cause a blockage. Prior to manufacturing, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products, however on this occasion no fault can be found with the returned device.

Event description:
It was reported that a pico 1.6 was initiated on patient on monday 12th august on an incisional leg wound. During the night of thursday 15th august at about 2am the pico device started buzzing so patient presented to outpatients. The green ok light/indicator was on but it buzzed intermittently. It was explained that this meant the machine was maintaining the 80 of negative pressure but was indicative of a leak. The dressing was then changed and pump reapplied. The wound was flat and she did not think any areas for air leak. The same buzzing then occurred so she changed pico pump and it sealed without the intermittent buzz. Pump is available for evaluation.